Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that prior to a cataract extraction with intraocular lens implant procedure the doctor settings changed and deleted on their own. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the nurse states the procedure was completed using the same system.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The host module was replaced and was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 15, 2014. Based on qa assessment, the product met specifications at the time of release. The host module was received for evaluation. A visual assessment of the returned sample showed no obvious visual abnormality. The host module was installed into a calibrated system. The system displayed system message (sm), replicating the reported event. However, after restarting the system, the system message was resolved. The root cause of the reported event can be attributed to the host. However, how or when the host became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).